Event description:
During system 1 set up, and prior to it being completed booted up, the user reported that they were not able to get gas flow using the electronic patient gas system manual controls. After gas flow was established using the central control monitor sliders, the user discovered that he was turning the gas flow knobs in the wrong direction. The device was not changed out. The user reported that the surgical procedure was completed successfully and there were no adverse consequences to the patient as a result of this event. The unit is not going to be returned.